Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed the episode, with the noise not suspected to be physiologic. Ts discussed troubleshooting options. This device remains in service. No additional adverse patient effects were reported.